Manufacturer narrative:
Findings: a33 alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 88 mg/dl at the time of the call. The customer stated that insulin squirted out during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The line was disconnected and the customer was unable to place an order for a replacement insulin pump.